Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A functional test was performed and it passed. The receiver log was downloaded and evaluated with no related errors observed. A communication tool audio test was performed and it passed. A "try it" manual test was performed and passed. The receiver case was opened for an internal visual inspection and it passed. A speaker audio intermittent test was performed and the test passed. The speaker resistance was measured and it registered within specification. The reported event of no audio output was not confirmed. The root cause could not be determined.